Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks shortly after implant. Boston scientific technical services (ts) reviewed the episode and discussed the inappropriate shocks appeared to be due to air escaping through the seal plug. The device was reprogrammed from secondary to primary vector. No adverse patient effects were reported.